Manufacturer narrative:
(B)(4). Eval results and conclusions; previous repair of a ruptured aneurysm, development of a juxtarenal aneurysm, aortic neck angulation, elevated creatinine level. Thoracic stent graft used for treatment of an abdominal aneurysm. Failure to follow instructions.

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 5 cm abdominal aortic aneurysm. The pt has a history of surgical repair for a ruptured infrarenal aneurysm several years ago and currently the aneurysm is juxtarenal which was close to the sma. The aortic neck, at the sma, was 29-30 mm in diameter and had significant anterior angulation. The iliac vessel morphology was unremarkable. The pt's pre-operative creatinine level was 1.3. The talent thoracic stent graft was first deployed from the delivery system outside the pt, fenestrated by burning holes, and reloaded into the delivery system. The stent graft was deployed successfully. The positioning was based on a pre-operative CT and intra-operative angiography and ivus; however, the neck anterior angulation was not appreciated well, and after the fenestrations were cannulated, the fenestrations were inadvertently misaligned, causing the wrong stent graft hole which was intended for the sma to line up in one of the renal arteries. Therefore, an icast stent was placed via the brachial approach in the sma to perfuse it. The renal arteries were still perfused and not occluded; however, as a proactive measure, a semi-open conversion was performed with a "jump" bifurcated bypass graft that was implanted by cutting a hole in the celiac artery and connecting the bifurcated ends to each of the renal arteries. The pt's spleen needed to be surgically removed in order to provide access for the celiac-bi-renal bypass grafting. The procedure was continued endovascularly, with implant of an additional talent thoracic stent graft exclude the aneurysm successfully. The final run showed no endoleaks, and the pt was closed. The physicians commended that there were no issues with the talent devices. No additional clinical sequelae were reported and the pt is fine.